Event description:
It was reported to boston scientific corporation that a stonetome stone removal device was used during an endoscopic sphincterectomy (est) procedure performed on (B)(6), 2010. According to the complainant, during the procedure, the cutting wire was not stretched at the papilla. The tome wire would not bow therefore, it was unable to cut. The procedure was completed with another stonetome stone removal device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. This event has been deemed a reportable event based on the investigation results; (cut wire melted/ split the extrusion at the distal pierce hole.).

Manufacturer narrative:
Exact patient age is not available. Patient is over 18 years old. (B)(4) - (wont bow). A visual examination revealed that the working length was twisted, exposed cut wire was discolored and appeared to have melted/ split the extrusion at the distal pierce hole. Analyzing the cutting wire and extrusion at the distal pierce hole, it appears that the cutting wire melted the extrusion, creating a tear measuring approximately 3 mm proximally from the distal pierce hole. This tear caused the cutting wire anchor to slide proximally from the distal pierce hole and altered the exposed cutting wire length to become shorter and not meet the manufacturing specification. A functional evaluation found that the device does not meet the bowing specification due to the melted extrusion at the distal pierce hole and the altered exposed cutting wire length. The condition of the returned unit was consistent with the customer complaint that the device would not bow as intended however the exposed cutting wire had melted/ split the extrusion at the distal pierce hole creating a tear. The most probable root cause is operational context. A review of the device history record confirms that the device met all manufacturing specifications. A search of the complaint database revealed no anomalies.